Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead is oversensing noise. There is intermittent pacing inhibition and the patient is pacemaker dependent. There were no adverse patient events reported. There is no mention of intervention.